Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the arm. On (B)(6) 2024, the patient experienced dizziness. The cgm reading was 4.4 mmol/l and the bg reading was 23.5 mmol/l. The patient was brought to the emergency room by the husband. The patient was treated by the doctor at the emergency room with intravenous electrolytes and with 10 units of insulin novo rapid per injection. The patient was recovered after treatment and was discharged on the same day. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.